Event description:
During a supraventricular tachycardia procedure, a communication issue occurred causing a procedural delay. The amplifier disconnected and displayed an "amplifier error" message. A 20 minute delay occurred due to troubleshooting which the physician believes was clinically significant.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received by abbott, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.